Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen(2000 mcg/ml, 96 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity and post spinal cord injury. The new drug was baclofen at 500 mcg/ml, 96 mcg/day. It was reported that the patient had a bridge bolus performed on (B)(6) 2018 and the bolus was to last 225 hr and 21 mins. The patient was symptomatic with acute withdrawal and increase in spasticity. The hcp decided to cancel the bridge and assumed the 500 mcg/ml drug was being dispensed. It was reviewed that it was very likely that the pump had delivered all the 2000 mcg/ml drug and only 32 mcg of old medication could remain at the tip of catheter which was the worst case. The doctor would increase the dose per day and the patient would stay overnight to be monitored while symptoms was expected to be better. Additional information was received from the healthcare provider (hcp). It was reported that the patient was prescribed with oral baclofen 10 g tablets every four hours, taken as needed. Spasticity had been resolved with reprogramming and oral baclofen was no longer needed. No further complication was reported.